Event description:
The customer reported that the device intermittently fails to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device intermittently fails to power up. There was no report of pt involvement. The device was evaluated by philips, but the reported symptom could not be duplicated. The device passed all testing, and there was no trouble found. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.